Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 27 may 2014 and 30 may 2014. The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for lot number gd897116 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was dry. The caregiver (cg) clarified that the issue was noted when the overpouch was opened before use. The cg stated there was no damage noted to the packaging or the overpouch. The cg stated the minicap was never used on the patient. There was no patient involvement. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 14 of 15.